Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension actual measurement found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area. Functional evaluation was performed on both sleeves utilizing a sample extender and multi-axial screw (mas); both sleeves the mas head would not retain the mas head. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that it was found during the surgical procedure that the tip of the rod inserter sleeve was cracked. Although the instruments were used intraoperatively, no patient complications were reported.